Event description:
Reporter indicated that patient was experiencing an increase in seizures above her pre-vns baseline level. Diagnostic results from the date of this report were within normal limits, indicating proper device function. Relationship between increase in seizures and vns therapy is unk to MFR at this time. Good faith attempts for further info are currently being made.